Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat mitral regurgitation. During preparation of the steerable guide catheter (sgc), it was noted that there was issue with the hemostasis valve sealing. Air was noted in the hemostasis valve. Another sgc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.